Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record could not be reviewed because the batch number was unavailable. The dragonfly optis instructions for use (IFU) states that coronary artery spasm may occur as a consequence of intravascular imaging. The dragonfly optis instructions for use (IFU) states that abnormal heart arrhythmias may occur as a consequence of intravascular imaging.

Event description:
The patient received a normal coronary angio and the left main coronary artery (lm) and left anterior descending coronary artery (lad) stenting was performed in vessels of small diameter. Oct was completed successfully and the stent was well apposed. After oct, the patient had a hemodynamic crash, the bp dropped, and the ECG showed ischemic changes. The patient had ventricular tachycardia (vt) two times and was successfully treated by defibrillation to a normal rhythm. The patient experienced pulseless electrical activity (pea) and CPR was administered. The circumflex coronary (cx) artery was stented successfully, but the patient's condition remained unresolved. The lad was re-stented, but a pre-dilatation device could not be delivered to the lad. Then a counter pulsator device was used to assist coronary flow, but there was no hemodynamic benefit. There was no flow in the left coronary. After an hour and a half of CPR, the patient expired. The batch number for the dragonfly optis catheter was not recorded by the facility.